Manufacturer narrative:
Exact date of post-operative breakage and non-union are unknown. The original implant procedure was performed approximately eighteen (18) years ago. Attempts are being made to obtain the product for manufacturer review/investigation. At this time, it is unknown if the part will be returned. Pre-amendment investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 11, 1996. A review of the device history records (DHR) revealed that one (1) material review record (mrr) was initiated for four (4) parts with ¿out of tolerance ball-hole depths.¿ the cause of the issue was determined to be a worn ball on the gauge used to measure the ball-hole depth. The parts were dispositioned as ¿use as is.¿ no other complaint related anomalies are documented. The DHR shows this was processed through the normal manufacturing and inspection operations. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an ulna fracture was originally treated on an unknown date eighteen (18) years ago with the insertion of a 3.5mm limited contact - dynamic compression plate (lc-dcp). During a clinic visit on an unknown post-operative date, x-ray imaging revealed that the plate had broken. As a result of the breakage and an identified non-union, the patient was brought back to the operating room for revision on (B)(6) 2016. The broken plate was successfully removed, but a portion of one (1) 3.5mm cortical screw was left in situ. It is unknown if the screw broke during plate removal or prior to the revision itself. The patient was then revised to a 3.5mm locking compression plate (lcp) with bone graft from a reamer/irrigator/aspirator (ria). The procedure was completed with no reports of delay or additional medical intervention. The post-operative status of the patient was said to be stable. Concomitant device(s) reported: cortical screws (part: 204.8xx / lot: unknown / quantity: 5). This report is 1 of 2 for (B)(4).